Event description:
Cpi rec'd info that an invasive procedure was performed a year after the original statement of oversensing (11/24/97) and the two myocardial rate sensing leads were found to be the cause of the oversensing. A new "ICD" and lead system was implanted.